Manufacturer narrative:
A product investigation is in progress.

Event description:
Left tampon inside vagina [foreign body in reproductive tract]. Discomfort - vagina [vulvovaginal discomfort]. Comfort - tampon [medical device site discomfort]. Blood in urine [blood urine present]. Odor from vagina [vaginal odour]. Tampon broken inside vagina [device breakage]. Suspects that there is a problem with this batch of product [suspected product quality issue]. Case narrative: consumer reported via phone that the tampon broke inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Left tampon inside vagina [foreign body in reproductive tract] discomfort - vagina [vulvovaginal discomfort] comfort - tampon [medical device site discomfort] blood in urine [blood urine present] odor from vagina [vaginal odour] tampon broken inside vagina [device breakage] suspects that there is a problem with this batch of product [suspected product quality issue] case narrative: consumer reported via phone that the tampon broke inside of her. No serious injury was reported.